Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/15/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported that during the procedure, the dilator could not be inserted through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. It is believed that a foreign material that was part of the device is what obstructed the entrance of the dilator. No valve nor hub detachment/breakage was reported. The sheath was replaced, and the procedure was continued without further issues. No patient consequences were reported. A picture was received from the customer and it seems that the hemostatic valve of the sheath became dislodged inside of the hub. Device evaluation details: according to pictures provided by customer, hemostatic valve was observed folded inside the hub detached from the brim cap and friction ring. Device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed for the finished device 00001234 number, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure, however this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported that during the procedure, the dilator could not be inserted through the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. It is believed that a foreign material that was part of the device is what obstructed the entrance of the dilator. No valve nor hub detachment/breakage was reported. The sheath was replaced, and the procedure was continued without further issues. No patient consequences were reported. A picture was received from the customer and it seems that the hemostatic valve of the sheath became dislodged inside of the hub. This event will not be assessed as foreign material but as a MDR reportable hemostatic valve separation issue since it is most likely that the dilator could not have been inserted due to the valve being separated/dislodged.